Event description:
Additional information was received that the right atrial (ra) lead was not replaced and a single-chamber cardiac device was implanted instead. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an initial implant procedure after deploying the helix of the right atrial (ra) lead, the helix retracted on its own causing the lead to become dislodged. After an attempt to reposition the ra lead, the helix retracted in its own again. The ra lead was explanted to resolve event.